Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system controller d4: model #: mcs1421cn / catalog #: mcs1421cn / expiration date 31-aug- 2026. Serial: (B)(6). D9: no. H3: no. H4: mfg date: 15-aug- 2025. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed an additional motor start event with parameters outside of the typical range. Additionally, there was a time/date error on the controller. End.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that, apparently the battery charger cord to the wall was unplugged and a battery was depleted. The staff nurse may have accidentally disconnected both power sources, by not knowing the ac adapter was not plugged in. The engineer troubleshoot with them on the phone and stated that all is fine now.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(4) and the controller (B)(4) were not returned for analysis. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. Log file analysis revealed a motor start event recorded on 25/dec/2025 at 04:50:40, in which the motor start parameters were atypical. Additionally, log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period, and fourteen (14) low flow alarms logged on (B)(6) 2025. Log file analysis associated with (B)(6) revealed one (1) controller power-up event, with an associated motor start event, logged on 25/dec/2025 at 04:50:31, indicating a loss of power to the controller. The data point logged prior to the loss of power event revealed that (B)(6) was connected to power port one (1) with 77% rsoc and a power adapter was connected to power port two (2). The data point recorded after the loss of power event revealed that no power source was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for sixteen (16) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation d10: ICD: unknown st jude ICD implant date: (B)(6) 2020 additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 30-jun-2023 /serial#: (B)(6) d9: no h3: no h4: mfg date: 14-jun-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited a motor start event with parameters outside of the typical range, elevated power, and low flows. A review of log file data revealed that the controller exhibited an unexpected loss of power. The vad and the controller remain in use. No patient symptoms or complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers (B)(6) were not returned for analysis. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. Log file analysis revealed motor start events recorded on (B)(6) 2025 at 04:50:40 and on (B)(6) 2010 at 00:20:24, in which the motor start parameters were atypical. Additionally, log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period, and thirty-one (31) low flow alarms logged since on (B)(6) 2025. Log file analysis associated with (B)(6) revealed one (1) controller power-up event, with an associated motor start event, logged on (B)(6) 2025 at 04:50:31, indicating a loss of power to the controller. The data point logged prior to the loss of power event revealed that (B)(6) was connected to power port one (1) with 77% rsoc and a power adapter was connected to power port two (2). The data point recorded after the loss of power event revealed that no power source was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for sixteen (16) seconds. No anomalies were recorded leading up to the loss of power. Review of the event log file associated with (B)(6) revealed that a clock change event had been logged on (B)(6) 2010 at 00:01:20; no pump ID setting events had been logged on the controller prior to the clock change events. If the vad ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. Analysis of the event log file revealed that the vad ID and patient ID were set on (B)(6) 2010; however, the date/time settings were not corrected. Further review of the event log file revealed three (3) additional clock changes were then logged on (B)(6) 2010 at 00:06:56 and on (B)(6) 2026 at 00:02:13 and at 10:44:13, in which the controller's date/time settings were corrected. Further review of the event file associated with (B)(6) revealed four (4) controller power up events with one (1) associated start event logged on (B)(6) 2010 at 00:19:47. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file associated with (B)(6) revealed three (3) vad disconnect alarms were logged on (B)(6) 2010, and an additional one (1) on (B)(6) 2026, indicating that the controller was powered on without the driveline connected. Of note, (B)(6) was loaded with a software containing the pump start algorithm c. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power to the controller associated with (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the reported incorrect time stamp can be attributed to the controller with no pump ID set being connected to a monitor with an incorrect date, resulting in the monitor updating the date/time on the controller to the incorrect date. The most likely root cause of the vad disconnect alarms can be attributed to powering up the controller without the driveline connected. The most likely root cause of the controller power up event associated with (B)(6) can be attributed to a controller exchange. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6), h3: yes, d1: controller, d4: (B)(6), h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.